Manufacturer narrative:
The evo-fc-10-11-8-b device of c1576336 lot number was no returned for evaluation. With the information provided, document based investigation was conducted. Prior to distribution all evo-fc-10-11-8-b devices are subject to visual inspection and functional checks to ensure device integrity. There inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for evo-fc-10-11-8-b device of lot number c1576336 did not reveal any discrepancies that could have contributed to this issue. The instructions for use which accompanies this device, informs the user about the precautions: "a completed diagnostic should be performed prior to placement to measure the stricture length and determine the proper stent length." There is evidence to suggest that the customer did not follow the instructions for use, as incorrect stent size length device was chosen to cover the stricture length. A definitive root cause could be determined from the available information. A definitive root cause could be attributed to the user error, as incorrect stent size length device was chosen to cover the stricture length. Complaint is confirmed based on the customer's testimony. The biliary stent came off spontaneously and another plastic stent (boston scientific/flexima 7fr) was placed instead as reported. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
B)(6) 2019. Biliary intubation was performed tts, and evo-fc-10-11-8-b was placed. The biliary stent came off spontaneously. Therefore another plastic stent (boston scientific/flexima 7fr) was placed instead (the sales rep aguessed the placement the plastic stent was for temporally drainage). (B)(6) 2020 evo-fc-10-11-6-b (c1713636) was placed after removal of the plastic stent. [Refer from (B)(6)] (B)(6)2019 evo-fc 10 mm 8 cm was placed, but the stent fell off due to occlusion (time unknown). The stent was uncollected. It seems that another company's plastic stent was used to replace the missing stent. (Pr299712 - this complaint) (B)(6) 2020 after removing the plastic stent (oston scientific/flexima) with forceps, the evolution biliary stent system 10 mm 6 cm full cover was inserted along the placed guide wire. During deployment, the physician felt that the stent protrusion length from papilla seems longer than he expected, therefore he decided to recapture the stent for adjustment of the position. He squeezed the trigger slowly while checking the condition of s recapture under fluoroscopy, but before the marker of the outer sheath returned to the original position, the handle made a popped sound and the trigger cannot be squeezed anymore. Since the trigger seemed to be stuck and the stent could not be recaptured or deployed anymore, he gave up the deployment of the stent and had it removed from the endoscope. When the sheath was removed from the patient¿s body, it was confirmed that the tip was pulled into the sheath. Also, the indicator was also returned to the tip side. Since there was no substitute of the same size, the handle was destroyed and inserted into the patient¿s body, then the stent was deployed by pulling the sheath directly. Although it was placed in the target site, the delivery sheath was removed from the endoscope without removing the safety wire, so the stent was also removed together. (Pr299255 - deployment issue, pr299721 off label use) another device (full covered, 10mmx8cm rpn evo-fc-10-11-8-b, lot c1634625) was used instead to complete the procedure. There have been no adverse effect to the patient reported. Immediately after replacement stent was placed, it is confirmed that air enters the bile duct by sending the air. It is speculated that this may be due to a tumor, but because the intestinal tract has a narrow lumen, and also placed stent was 2 cm longer than the planned length, it has been placed over the gallbladder duct. Therefore, it was planned the CT for next day. ((B)(4)) (B)(6) 2020 ty@cj]187 3006425876-2019-01002-1 (B)(6) additional information was provided from the sales rep. -has the patient been diagnosed with the new corona positive? ¿ no. -it was confirmed that the follow-up of CT was performed, but there was no information obtained such as additional treatment was instructed. -when the device was inserted into the stenosed lesion, professor kishida said ¿it is hard".

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
<(B)(6) 2019> biliary intubation was performed tts, and evo-fc-10-11-8-b was placed. <date unknown> the biliary stent came off spontaneously. Therefore another plastic stent (boston scientific/flexima 7fr) was placed instead (the sales rep guessed the placement the plastic stent was for temporally drainage). <(B)(6) 2020> evo-fc-10-11-6-b (c1713636) was placed after removal of the plastic stent. Please refer (B)(4). [Refer from (B)(4)] <(B)(6) 2019> evo-fc 10 mm 8 cm was placed, but the stent fell off due to occlusion (time unknown). The stent was uncollected. It seems that another company's plastic stent was used to replace the missing stent. (B)(4). <(B)(6) 2020> after removing the plastic stent (boston scientific/flexima) with forceps, the evolution biliary stent system 10 mm 6 cm full cover was inserted along the placed guide wire. During deployment, the physician felt that the stent protrusion length from papilla seems longer than he expected, therefore he decided to recapture the stent for adjustment of the position. He squeezed the trigger slowly while checking the condition of s recapture under fluoroscopy, but before the marker of the outer sheath returned to the original position, the handle made a popped sound and the trigger cannot be squeezed anymore. Since the trigger seemed to be stuck and the stent could not be recaptured or deployed anymore, he gave up the deployment of the stent and had it removed from the endoscope. When the sheath was removed from the patient¿s body, it was confirmed that the tip was pulled into the sheath. Also, the indicator was also returned to the tip side. Since there was no substitute of the same size, the handle was destroyed and inserted into the patient¿s body, then the stent was deployed by pulling the sheath directly. Although it was placed in the target site, the delivery sheath was removed from the endoscope without removing the safety wire, so the stent was also removed together. ((B)(4) - deployment issue, (B)(4) off label use) another device (full covered, 10mmx8cm rpn evo-fc-10-11-8-b, lot c1634625) was used instead to complete the procedure. There have been no adverse effect to the patient reported. Immediately after replacement stent was placed, it is confirmed that air enters the bile duct by sending the air. It is speculated that this may be due to a tumor, but because the intestinal tract has a narrow lumen, and also placed stent was 2 cm longer than the planned length, it has been placed over the gallbladder duct. Therefore, it was planned the CT for next day. (B)(4). [7 may 2020 (B)(6)] additional information was provided from the sales rep. Has the patient been diagnosed with the new corona positive? No. It was confirmed that the follow-up of CT was performed, but there was no information obtained such as additional treatment was instructed. When the device was inserted into the stenosed lesion, professor (B)(6) said ¿it is hard".